Event description:
It was reported that when using the bd pyxis¿ es server, all stations were lagging and slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 26-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all stations were lagging and slow. A technical support specialist (tss) restarted bd services and net.tcp services. The tss then ran sql server downtime messages and confirmed that everything was current. The tss informed that the server appeared normal, and no errors were found. The customer mentioned that their facility had experienced issues, which were resolved later and informed to close this case. The system functioned as intended after the technical support specialist investigated the device.

Manufacturer narrative:
D4: unique device identifier not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, all stations were lagging and slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.